Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, episodes of non-sustained rv oversensing was observed on the rv lead. Analysis of the episodes showed noise on the rv lead. The lead showed no other electrical anomalies. Lead revision was recommended. Patient was asymptomatic. Rv lead revision was not performed and lead will continue to be monitored. Patient is stable.